Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) following a supply change. The highest recorded bg was approximately 400 mg/dl. The user believed the infusion set cannula was bent or incorrectly inserted, resulting in an occlusion. A full supply change was performed, and insulin delivery was resumed on the ilet. Bg subsequently corrected. The device provided a high bg alert. No symptoms were reported, and no medical intervention was required.